Event description:
Report of air noted distal to the filter. The reporter stated that the air was noted between the filter and the pt access site. The pt had been receiving tpn with lipids for about one and one half weeks at home for a malabsorptive bowel. The pt receives 350cc over 12 hours with a one hour taper down with an aim plus pump via either a broviac catheter or a PICC line. Each night the infusion bags are connected to the tubing sets and gravity primed by the pt's parents. It was reported that approximately three tubing sets were used each night because air was seen distal to the filter during the first 25 minutes of the infusion. The pt was hospitalized due to spiking temperatures and found to have an IV access line infection. The blood culture final report from the gram stain was gram positive cocci in pairs and chains, enterococcus faecalis. The catheter was not removed, but the pt was treated with unspecified doses of vancomycin and gentamycin for the infection and later discharged home. The reporter stated: "over manipulation with the changing of the sets may have lead to the line infection". There were no reports of bleed back or air entering the pt. Although requested, no additional info was available .